Event description:
The patient needed cardioversion. Pads connected with hands free cable, and did not discharge. Cable test done and found okay. The unit was found to be intermittent. This was a life threatening situation, but able to obtain another unit to cardiovert patient, so no patient harm.